Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Devices remain implanted.

Event description:
The screw did not locked with the plate while inserting the screw. The plate and the screw is still in the patient. The screw could not be locked with the plate, but the procedure was finished.